Manufacturer narrative:
Initial 1 of 4. Based on the available information, this event is deemed to be a reportable complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced adhesive issues with infusion set where infusion set patch did not stick to skin upon insertion event on (B)(6) 2026, resulted in high blood glucose level which was treated with correction injection via multiple daily injections.